Event description:
It was reported that during a follow up, noise was noted on the right ventricular (rv) lead. Provocative testing was performed and undersensing was noted on the rv lead. Diagnostic imaging was performed and rv lead damage was observed. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating noise resulting in oversensing was noted on the right ventricular lead.

Manufacturer narrative:
The explant was estimated to have occurred in 2023. Further information was requested but not received.

Event description:
It was reported that during a follow up, noise was noted on the right ventricular (rv) lead. Provocative testing was performed and undersensing was noted on the rv lead. Diagnostic imaging was performed and rv lead damage was observed. The rv lead was explanted to resolve the event. The patient was in stable condition.